Event description:
It was reported that device movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and all release criteria was met. When the closure device was released, it moved proximal to a position that left the laa unsealed. The physician percutaneously retrieved the closure device and removed it from the patient. A new 27mm wds was then used to successfully complete the procedure with the device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.